Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The manufacturer's product support engineer (pse) confirmed the reported problem. The pse advised the customer to replace the sensor then perform successful est. The pse provided parts ID for the o2 cell. The customer replaced the external 02 sensor and unit passed extended self test (est). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a low o2 alarm, extended self-test (est) was performed - alarm returned shortly after. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.